Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopic lithotomy procedure in the left kidney performed on (B)(6) 2023. During the procedure, when the device was unpacked. It was found the stent shaft was broken. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the distal end of the stent shaft was broken.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopic lithotomy procedure in the left kidney performed on (B)(6), 2023. During the procedure, when the device was unpacked. It was found the stent shaft was broken. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the distal end of the stent shaft was broken.

Manufacturer narrative:
Block e1: initial reporter address: no.76 ximen street, fengcheng town block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned percuflex plus ureteral stent was analyzed, and a magnification and visual evaluation noted that the device was found torn along the shaft including one drainage hole, and both coils were torn, and the bladder tip was torn. During media inspection, the photo was observed that the shaft was torn. No other problems with the device were noted. The reported event was not confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. This problem may be related to some interaction of the stent with some other unknown device during the procedure including some other factors such as excessive handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.